Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection. No additional information was provided during intake. Follow-up with the patient confirmed he contracted peritonitis in (B)(6) 2021, before withdrawing from ccpd for rrt. The patient reported the pd registered nurse (pdrn) assigned causality to his refusal to wear the proper personal protective equipment (ppe) during initiation and termination. While the patient maintains the liberty select cycler did not cause the events, he felt it was not a good fit. Additionally, the patient reportedly developed ototoxicity due to the antibiotics he was given to treat the peritonitis and refused to resume pd therapy. The patient stated he did not feel supported by the home therapy department, and the liberty select cycler software was too complicated to maneuver without better education. The patient now has an arteriovenous fistula (avf) and is undergoing incenter hd with good success. The patient has recovered from the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an fmc cassette, and the serious adverse event of peritonitis, which required antibiotic therapy (reported ototoxicity reaction). The patient reported his pdrn assigned causality to his refusal to wear the required ppe during initiation and termination of treatment. However, the patient reported the events were not caused by a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this male patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a serious infection. No additional information was provided during intake. Follow-up with the patient confirmed he contracted peritonitis in (B)(6) 2021, before withdrawing from ccpd for rrt. The patient reported the pd registered nurse (pdrn) assigned causality to his refusal to wear the proper personal protective equipment (ppe) during initiation and termination. While the patient maintains the liberty select cycler did not cause the events, he felt it was not a good fit. Additionally, the patient reportedly developed ototoxicity due to the antibiotics he was given to treat the peritonitis and refused to resume pd therapy. The patient stated he did not feel supported by the home therapy department, and the liberty select cycler software was too complicated to maneuver without better education. The patient now has an arteriovenous fistula (avf) and is undergoing incenter hd with good success. The patient has recovered from the events.